Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noisy signals, undersensing, pacing inhibition, high thresholds, and loss of capture. Subsequently, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.